Manufacturer narrative:
The events of lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: "right axillary region with inflammatory lymph nodes."

Event description:
Healthcare professional additionally reported "right axillary region with inflammatory lymph nodes" and "trilaminar folded linear image of regular, defined and echogenic contours without apparent loss of continuity."

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture, capsular contracture baker grade unknown.

Event description:
Healthcare professional reported right side "severe capsular contracture and probable rupture." The device remains implanted.